Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2025. Section h3: evaluated by manufacturer: yes device evaluation: the device was inspected under magnification. The handpiece was received with the plunger rod advanced. The plunger rod tip and the cartridge tip were bent in a way that could have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with the leading haptic shelf bent and viscoelastic residue was distributed through the length of the lens module which indicates an excessive amount of viscoelastic could have been used. The plunger rod advancement was inspected and presented with no resistance. The lens was received taped to a patient sticker and presented with a detached haptic. The lens was removed from the patient sticker and cleaned presenting with no further issues. The haptic width and thickness of the remaining haptic was measured and within specification. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was defective and the issue was noticed at the time of implantation. The customer reported placing methyl as usual, waited a few seconds and then fitted the plunger and positioned it in the incision. The customer started to rotate the plunger and realized the injector advanced to the tip of the cartridge but the lens was left behind. The customer removed the device entirely from the eye and checked it under a microscope. The iol was still in the back of the injector but it appeared to have a defective haptic. The customer removed the iol from the preloaded injector to insert it into another cartridge but realized that the haptic was amputated. The procedure was completed with a non jnj lens. There was no capsule tear, vitrectomy or sutures. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.